Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultramini meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the same day at 8:23 am. As a result of the reported issue, she reportedly increased her insulin dosage. She had allegedly obtained a result of 174 mg/dl on the subject meter and compared it to a result of 131 mg/dl on the ot ultra meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <= 30 mg/dl. Twenty minutes to 1/2 hour after the product issue began, she reportedly experienced having sweats and shakes. She did not receive any treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The test strips were in good condition and within the expiration/discard dates. The control solution tests also passed within range. This complaint is being reported because the patient claimed that she took an increased does of insulin as a result of the alleged issue and then reportedly experienced symptoms suggestive of hypoglycemia. The control solution tests passed. The meter to other meter comparison is within lifescan's specification of the value for calculated difference. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.